Manufacturer narrative:
Philips has investigated this complaint the philips remote service engineer (rse) examined the system remotely and confirmed that the system did not power on. Upon troubleshooting, the philips field service engineer (fse) found flat detector (fd) and flat detector controller (fdc) power supply to be normal. The philips field service engineer (fse) found abnormal led status in the fdc. Fse reinserted the fd fibra optic cable and fdc network cable, but issue persists. On further inspection, fse found in the logs that the software was crashed. To resolve the issue, fse re-installed fdc software, did a cold-restart and carried out functional tests. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.